Manufacturer narrative:
(B)(4). The device involved in this complaint has not been returned to the manufacturer at the time of this report. The investigation into this complaint is in progress.

Event description:
Customer complaint alleges "blue cuff leakage." Alleged defect reported as detected prior to use. It was reported there was no patient involvement.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed on the lot number reported and there were no issues found that could relate to the reported complaint. The sample was not returned for evaluation; therefore, a sample was taken from current production at the manufacturing facility. A visual exam was performed and no defects were observed. The cuff was inflated to 25mbar using a calibrated endo test meter. The cuff pressure remained at 25mbar for 30 minutes. The sample was then immersed in water and no bubbles were observed, indicating that there were no leaks. An aging test was then conducted on the suction catheter of the representative sample. The sample was aged at 60 degrees c for 5 hours to simulate the storage and transportation conditions. No issues were identified during the testing. Because the actual sample was not returned for evaluation, the complaint could not be confirmed. In addition, there were no issues found with the sample taken from current production at the manufacturing facility.

Event description:
Customer complaint alleges "blue cuff leakage." Alleged defect reported as detected prior to use. It was reported there was no patient involvement.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was also performed by inflating the cuff to 25mbar using a calibrated endotest. It was noticed that the cuff pressure dropped rapidly. The sample was then immersed in water and bubbles were observed coming from the cuff indicating a leak was present. The area of leakage was examined under magnification and a cut mark was detected on the cuff. Based on the investigation performed, the reported complaint was confirmed. A leak in the cuff was found. It is possible that this failure was induced during tube preparation; however, this could not be confirmed. A conclusion code could not be chosen as the complaint was confirmed; however, a root cause was not established.

Event description:
Customer complaint alleges "blue cuff leakage." Alleged defect reported as detected prior to use. It was reported there was no patient involvement.